Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m126328 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m126328, test base part number 190-430 / lot m126328. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126328 showed that the complaint rate is s (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert and product deficiency has not been identified. Reference manufacturer's report numbers: MFR's: 1221359-2021-00157, MFR's: 1221359-2021-00158, MFR's: 1221359-2021-00159, MFR's: 1221359-2021-00161, MFR's: 1221359-2021-00162, MFR's: 1221359-2021-00164, MFR's: 1221359-2021-00166, MFR's: 1221359-2021-00167, MFR's: 1221359-2021-00168.

Event description:
The customer reported ten (10) false positive results on ten (10) patients with the ID now covid-19 assay during routine patient testing for multiple patients date ranges: (B)(6) 2020. This MFR. Report addresses patient 6 tested on (B)(6) 2020 using the ID now covid 19 lot m126328. Both nostrils were swabbed and samples were tested immediately by the direct method using the ID now. Repeat testing was not conducted. Confirmation testing with nasopharyngeal samples using rt-pcr - genefinder covid-19 plus was negative. The patient was asymptomatic. The customer confirmed there was no patient harm, delay or impact in the patient's treatment due to the test results. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.